Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas 6000 c (501) module. Patient 1 had an initial na result of 160 mmol/l. The repeat result was between 135 - 145 mmol/l. The exact result was requested but not provided. Patient 2 had an initial na result of 170 mmol/l. The repeat result was between 135 - 145 mmol/l. The exact result was requested but not provided. It is unknown if the initial results were reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found that the ise sipper nozzle was intermittently not aspirating internal standard fluid properly. The fse replaced and realigned the sipper nozzle, replaced the nozzle assembly, and ran ise checks. Calibration and qc were performed successfully. The investigation is ongoing.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.